Event description:
It was reported, the patient was disconnected from merlin.net. The patient presented in clinic and the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and a ble reset was performed to resolve the event. The patient was reconnected to merlin.net. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity